Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 28x2.75mm target lesion was located in the lightly tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded with blood in the wire lumen and inner lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed complete fracture in the hypotube located 58.4 cm from the tip of the device, with numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 28x2.75mm target lesion was located in the lightly tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.